Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(4). Associated study: rotating platform. Clinical adverse event received for increased pain and swelling related to synovitis secondary to poly wear. Event is serious and is considered moderate in severity event is related to device and is not related to procedure. Doi: (B)(6) 2002. Doe: (B)(6) 2018. (Right knee). This event is awaiting resolution, pt is to be revised.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.